Event description:
During a placement of an orbit mini complex fill 3x6 cm (B)(4) in the pcom, the coil shape was not good, and then during repositioning, the coil was stretched. Then, the entire coil and delivery system was removed from the patient, and changed to another one to complete the procedure. The physician was not satisfactory with the coil shape, however prior to inserting in the patient, the coil shape was correct. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not reshaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no reported adverse event associated with the event, and the device will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a placement of a 3x6 cm orbit mini complex fill coil (637mf0306/ 15367054) in the posterior communicating (pcom) artery aneurysm, the physician was not satisfied with the shape in the aneurysm and the coil stretched during repositioning. The entire coil and delivery system was removed from the patient. It was exchanged for another one to complete the procedure. The physician was not satisfied with the coil shape, however prior to inserting in the patient, the coil shape was correct. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm. The coil was left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not reshaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no reported adverse event associated with the event. A non-sterile 3x6 orbit mini complex fill system was received coiled inside of its dispenser in a plastic bag. The hypotube of the orbit was inspected and kinks were noted on it. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside of the introducer; the support coil and gripper were found in good condition while the embolic coil was found stretched. Some waves were found the product but apparently may have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks found on the hypotube and the stretched condition of the coil could not be conclusively determined, however neither the analysis, the device history records, or reported information suggest a relationship to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages leaving from the facility. Procedural factors including repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, appear to have contributed to the event. Therefore, no corrective actions will be taken.